Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Patient stated that the cause was unknown; the device was in MRI mode and yet the heating issue occurred. Patient has a high tolerance for pain but that was too much. Even the MRI tech touched and felt the warmth from the skin, it was just uncomfortably hot. Patient has a lot of other unrelated health issues and determined that it would not be beneficial to keep the device implanted as it was not addressing the pain it was implanted for to begin with. Patient had everything removed on (B)(6) 2020 and hasn¿t had heating issue and her back pain is a little better too since explant. Device return status was unknown, and patient stated hcp probably discarded.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had an MRI in (B)(6) 2020 and it created quite a bit of heat. The patient stated normally mris don't do that, she makes sure her stimulator (ins) is turned off. The patient reported that during the MRI she got uncomfortable and did not alert the MRI technician that she was feeling uncomfortable. The patient thought she could handle the pain and it would be over soon. The patient waited until she could not take the pain anymore and when she got uncomfortably hot the technician called through telling her the MRI was almost done.